Event description:
Tibial inserter screwed into definitive tibial component - surgeon screwed the nut down loosely (2 turns only) but unable to remove the inserter after impacting. Unscrewed but levers would not lift up and allow the inserter to be removed. Eventually able to remove tibial inserter from implanted tibia. There was a 10 minute delay as a result.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.